Event description:
Caller reported receiving a malfunction notice related to the pump and had not acknowledged the field correction email notice. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.